Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Additional information indicated that the patient had a recent generator changed and was thought to have contracted an infection at that time. There was no additional adverse patient effects were reported. This ICD was explanted.